Manufacturer narrative:
The reported events were dislodgement, inadequate shock, over sensing, under sensing, and a helix mechanism issue. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of inadequate shock, over sensing, under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the lead being over torqued and helix clogged with blood/tissue.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock therapy for oversensing on the right ventricular (rv) lead. A magnet was placed over the device and secured in the emergency room. Interrogation with a programmer revealed r wave under sensing. Bradycardia and tachycardia therapy were disabled. The rv lead was explanted. Tissue was noted on the rv lead's helix but after removal of tissue the helix could not be extended. A new lead was implanted successfully. The patient was stable following the procedure.